Event description:
It was reported that, "open implant packaging labeled as a duration modular rotating hinge 6481-3-310 but inside the box was gmrs bushing for small distal femur 6495-2-105."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.